Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia and right ventricular (rv) thrombus could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. It was reported that the hm3 lvas, serial number (B)(6), was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training and customer marketing materials are aligned with this indication. The kit was shipped with an electronic instructions for use (eifu) insert card. The current north american heartmate 3 lvas IFU, rev. C, contains the following: section 1, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and thromboembolism that may be associated with the use of the hm3 lvas. Additionally, section 6, "patient care and management", lists arrhythmia and thromboembolism as potential late postimplant complications that may be associated with the use of the hm3 lvas. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was transplanted from the urgent transplant list.

Event description:
It was reported that on 01dec2023 the patient had an echocardiogram (echo) and was found to be in ventricular fibrillation (vfib). A right ventricular thrombus was also seen on echo. The patient had been complaining about shortness of breath. The patient was loaded with amiodarone, magnesium, and potassium. Cardioversion was attempted 6 times with direct current (dc) shocks without success. Two days later 3 more dc shocks were given along with amiodarone and magnesium, but the patient remained in vfib. Intravenous (IV) heparin was commenced for thrombus. The patient was listed for cardiac transplant. Related manufacturer reference number for lvad: 2916596-2023-08799.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.